Event description:
Injury: a man reported that after taking an injection of humalog insulin using a novofine 30 needle, the needle broke off in his arm. He was unable to remove the needle because he could not see it, so he went to emergency room where the location of the needle was confirmed by x-ray. An attempt was made by teh emergency room physician to remove the needle, however, he was unsuccessful. The man was instructed to follow-up with his primary care physician for possible surgery to remove the needle. He also reported that he is experiencing a constant dull ache at the area where the needle broke off. The man stated that although he usually reuses his novofine 30 needles twice, he had not previously used the needle that broke off.